Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The foot switch may have been pressed during boot up causing the error. The foot switch was repositioned during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 6800 system had an x-ray switch error at boot up. No patient injury was reported.